Event description:
It was reported an 8f angio-seal device millenium platform was used to seal the arteriotomy site post percutaneous coronary intervention procedure. A pre-deployment angiogram revealed stenosis at the arteriotomy site. Hemostasis was not achieved and manual compression was applied. The patient experienced leg numbness while in the hospital. The patient was discharged from the hospital and the leg numbness continued. Fifty four days later, an arterial brachial index (abi) test revealed the abi dropped and the common femoral artery (cfa) was occluded. The patient developed collateral filling and and angioplasty will be performed 90 days post angio-seal deployment.